Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown reason. Another lv lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.